Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was torn in half and appears to have evidence of ophthalmic viscoelastic on it. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Enlarged incision. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted during the same surgery as the doctor did not like the way the lens fit into the patient's eye. The incision was enlarged. It was further reported that the explant was related to the patient's physiology; there was no quality issue with the lens, and the patient was doing well.